Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The implant was not returned for investigation. Therefore, visual inspection and functional testing of the unreturned implant could not be performed since the implant was unreturned. The implant was placed by a previous doctor before (B)(6) 2018 and was removed in (B)(6) 2019; the device had been implanted for approximately 2 years. X-ray or picture images were not available. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported a fractured implant. The reported complaint of could not be verified as no product or x-rays were available for evaluation. The following sections have been updated: date of this report . Date received by manufacturer . Type of report, follow-up number . Follow up type . Device evaluated by manufacturer: change ¿no' to 'yes'. Evaluation codes . Additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant had fractured and was removed.